Event description:
It was reported the patient was re-admitted due to pain. No further information has been provided.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].